Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000043569.

Event description:
Related manufacturer reference number: 3006705815-2023-03828. It was reported that the patient was not receiving effective therapy from their system. Additionally, the patient experienced pain at the ipg site. Surgical intervention was undertaken wherein the system was explanted.